Event description:
It was reported that the equipment displays a message that the detector is calibrated but does not allow firing. The device was in clinical use and there was no patient or user harm. Additional information received that detetcor had dropped to the floor.

Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that the equipment displays a message that the detector is calibrated and does not allow firing. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the detector had fallen from floor, and it is not allowing firing. The charge voltage at the portable detector¿s charging station was checked and showed 19 volts of direct current (vdc), which was acceptable. In the fsf application, a calibration message had appeared after 180 days, and the detector was successfully recalibrated. The wi-fi connection and its transfer channel, as well as the cable connection between the detector and the detector charging station, were all checked and found to be functioning properly. The detector shock sensor was red indicating that it had suffered a severe impact or fall, which activated the sensor. The battery¿s charging voltage was not correct, and battery needed to be replaced. New batteries were replaced, and system returned to clinical with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).